Manufacturer narrative:
Zoll medical corporation evaluated the device and the multi-function cable and they performed to specification. The device was put through extensive testing including bench handling, impedance testing and defib cycling without duplicating the report. The device was recertified and returned to the customer. No clinical data was available as part of this investigation. The internal handles used were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge via internal handles. Complainant indicated that the clinician obtained another device using the same internal handles to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.